Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: b3: date of event.

Event description:
To date, additional patient or event details were received which have been added in h11.

Event description:
Reference number (B)(4). Event occured in the united states. The patient reported experiencing high blood glucose levels that progressed to diabetic ketoacidosis (dka). On (B)(6) 2025, they were admitted to the hospital with a blood glucose level of 554 mg/dl. The patient's symptoms at the time of hospitalization included headache, vomiting, and nausea. Treatment involved hospitalization for more than 24 hours, during which they received insulin through an intravenous (IV) drip. Patient was hospitalized for greater than 24 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6007511 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6007511 was manufactured according to the work instruction (wi) version 79 packaging in the multivac 12, on 06/jun/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 04/jul/2025 against malfunction code no malfunction based on complaint information, harm code untreated diabetic ketoacidosis which the patient is unable to self-manage requiring intervention by a health care professional or requires emergency advanced life support to prevent permanent organ damage (elevated blood glucose level and symptoms e.g., moderate to large ketones, nausea, vomiting, abdominal pain, confusion) and lot 6007511 and another 1 complaint have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, another 1 complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.